Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator exhibited long charge time. The reported device was explanted and replaced on (B)(6) 2023. The patient's condition was unknown.

Event description:
Additional information received noted that there were no patient consequences post procedure.